Event description:
It was reported that during a diagnostic laparoscopic procedure, the balloon broke when filling with 5cc. No pieces fell from the balloon into the patient. Another device was used to complete the case with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.